Event description:
The customer complains about blood leak during treatment. There is "blood in dialysate" alarm as soon as starting treatment. Bfr: 250ml/min; dfr: 600ml/min. No blood loss. No serious injury-no medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.